Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experiencing a urinary tract infection was transported to a hospital by paramedics. Her blood glucose sugar was tested on a her nova max blood glucose meter and was clinically significant to readings taken by the emergency personnel and hospital staff. The low readings were more in line with the way the consumer was feeling. During the call to customer support, the consumer admitted that she does not run regular control solution tests on their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter will be returned for evaluation. The test strips will not be returned as they were used up.